Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Customer adjusted their pump settings. Tandem technical support confirmed the settings were changed correctly. Customer delivered a bolus to stabilize blood glucose levels.